Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient had not returned for any post procedure complications. The instrument was sent for processing and current whereabouts was unknown. No other information was known or available.

Manufacturer narrative:
The force bipolar instrument was requested to be returned for failure analysis testing, but has not yet been received for evaluation.

Event description:
It was reported that during a da vinci-assisted ventral hernia (etep) surgical procedure, the jaw of the force bipolar instrument broke off inside the patient. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.